Event description:
Primary surgery (B)(6) 2023 after a tonic clonic seizure with posterior luxations on both the left and right shoulder. Bone grafts used. 1st revision surgery performed (B)(6) 2024 after recurrent shoulder luxations on the right side and glenoid baseplate loosening. Change of baseplate, screws, glenosphere and liner. Humeral diaphysis and metaphysis stay in situ. 2nd revision surgery was performed on (B)(6) 2024 after persistent shoulder luxations. Change of glenosphere and liner. Baseplate, humeral diaphysis and metaphysis stay in situ.

Manufacturer narrative:
Batch review performed on 07 jun 2024 lot 2335892: (B)(4) items manufactured and released on 16-jan-2024. Expiration date: 2028-12-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Clinical evaluation performed by medica affairs department: second revision 1 month after previous revision due to luxation of joint. A lateralized glenosphere was implanted on top of the glenoid reconstruction baseplate in order to give enough soft tissue tensioning to prevent further luxations. There is no reason to suspect a malfunctioning device. Additional components involved in the event: batch review performed on 07 jun 2024. Reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 2311276: (B)(4) items manufactured and released on 14-aug-2023. Expiration date: 2028-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported event during the period of review.